Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old male patient had a skin irritation. The patient had bruises with some skin coming off. The patient's physician advised the patient that he no longer had to wear the device. The medical outcome of the skin irritation is unknown.